Event description:
Reporter alleged obtaining a result of 383 mg/dl on the compact system and then taking her normal 62 units of lantus before bed. Reporter stated that 1 hour later, she felt sick, dizzy, and lightheaded, and then obtained a result of 40 mg/dl on her compact system. Reporter stated she ate sugar and then food, but her blood glucose levels were not going up, so the paramedics were called. Reporter stated another result of 26 mg/dl was obtained on the same system before she became incoherent. Reporter stated the paramedics arrived, gave her 2 tubes of glucose gel, and took her to the hospital, where she was given intravenous fluids. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device. No product will be sent back for eval.